Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose level. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 240 mg/dl while wearing the pod. Once at the hospital the patient was diagnosed with covid 19. The patient did not have a pod on when the went to the hospital. The patient was given intravenous fluids , antibiotics and insulin. The patient has been in the hospital for 10 days and remains in the hospital at the time of this reported event.